Event description:
Upon receipt of the device, the user reported the third valve of the heater cooler was making excessive noise while in standby mode. The user reported this same event has occurred twice since installation of the device. A service engineer addressed the issue by replacing the valve. Since the event occurred upon receipt of the device, there was no pt involvement during this event.